Event description:
It was reported that the patients trial procedure was aborted due to physician not able to advance the lead past t12. It was noted that post operation, the patient experienced a lot of discomfort in the big toe and was admitted to the hospital for surgery.